Event description:
Caller reported a malfunction on pump with a code malf 6, but no notable events occurred prior to malfunction. Blood glucose level was not adversely impacted, as it did not exceed 500 mg/dl (27.7 mmol/l). Caller requested a callback in five minutes because they did not have their charger, and technical support was expected to follow up.